Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary. Visual inspection: the 2.4mm stardrive screwdriver shaft (part: 314.451 lot: 8103503) was received at us cq. Upon visual inspection it was noticed that the coupling end of the device was broken. There were small dents and nicks on the surface of the device. No other defects were identified on the device. Defect identified? Yes. Dimensional analysis: no dimensional analysis performed due to confirmed post manufacturing damage identified. Conclusion: the complaint condition is confirmed. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 314.451. Lot: 8103503. Manufacturing site: hägendorf. Release to warehouse date: oct 4, 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a stardrive screwdriver shaft was appeared to be broken. The mini quick-connect latch was gone. It is unknown when and where the issue was discovered. It is unknown if there is patient or procedure involvement. This report involves one (1) 2.4mm stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).